Manufacturer narrative:
UDI - the lot number was not provided. Therefore the UDI is not available. The review of the manufacturing paperwork could not be performed as the lot number(s) were not available. The gore® dryseal sheath with hydrophilic coating instructions for use (IFU) clearly states, do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in major bleeding, vessel damage, serious injury to the patient, or damage to/breakage of the guidewire, catheter, or other device.

Event description:
On (B)(6) 2018, a 27mm portico valve was implanted in a (B)(6) female using a gore® dryseal sheath 20f. It was reported that after the procedure a vascular dissection occurred as a result of index pressure. It was reported no treatment was administered. On (B)(6) 2018, a stent was placed in the right popliteal artery.

Manufacturer narrative:
Patient identifier.